Event description:
The user facility in (B)(6) reported that the doctor performed a routine operation and found that the cutting head did not cut during intraoperative use and that the pack cannot pass the self-test. The cutter was immediately stopped and replaced. A relative increase in ophthalmic surgery risk. There is no valid contact information, and follow-up is not possible.

Manufacturer narrative:
The product is not available for return and it was reported that no one at the complainant site is available for follow-up. Manufacturing and sterilization records were reviewed and found to be acceptable. Insufficient information and no returned sample to investigate for the root cause. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.